Manufacturer narrative:
The device was not available for return.

Event description:
It was reported that during a surgical procedure at the user facility, the manifold clogged. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.